Manufacturer narrative:
Block h6: device code a0501 is being used to capture the reportable event of endcap detachment. Block h11: the returned overstitch device was analyzed. The device was returned without the anchor exchange. During visual inspection, it was observed that one endcap strap was broken, while the other was detached and not returned. Additionally, it was noted that the device should have a total of five sheath straps; however, only two were present, and three were detached and not returned. For this reason, there is enough evidence to confirm the events reported of "cap detachment of device or device component" and "strap break". Most likely, procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damages encountered in the device. For this reason, this event is catalogued as "adverse event related to procedure" because the adverse event occurred during the procedure and the device had no influence on event. A risk review of the overstitch ess sx was completed and confirmed that the events of cap detachment of device or device component, sheath strap damaged and strap break were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the straps on the distal end of the device broke, resulting in endcap detachment. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch sx endoscopic suture system was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2025. During the procedure, the straps on the distal end of the device broke, resulting in endcap detachment. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of endcap detachment.